Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. The dhrs (device history review) for the libre reader was reviewed. The dhrs showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A button/power issue was reported with the abbott diabetes care (adc) device. The meter would not power on with button press and customer was unable to obtain readings. As a result, customer experienced "dizziness", and was unable to self-treat, requiring third-party treatment of "sugar" by a non-healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and damaged usb port was observed along with damage to the reader casing. Due to the damaged usb port the reader was not able to be charged and so the reader did not power on. The reader was further de-cased and placed into the reader test fixture to download log. Reader log was unable to be downloaded. Therefore, issue is not confirmed to use due to damaged usb port. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A button/power issue was reported with the abbott diabetes care (adc) device. The meter would not power on with button press and customer was unable to obtain readings. As a result, customer experienced "dizziness", and was unable to self-treat, requiring third-party treatment of "sugar" by a non-healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A button/power issue was reported with the abbott diabetes care (adc) device. The meter would not power on with button press and customer was unable to obtain readings. As a result, customer experienced "dizziness", and was unable to self-treat, requiring third-party treatment of "sugar" by a non-healthcare professional. There was no report of death or permanent injury associated with this event.